Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, manifested by "milky" effluent, vomiting, low blood pressure, and fever. The cause of the event was unknown. It was reported that the patient developed sepsis with the cause as unknown. The patient was hospitalized and treated with unknown antibiotics. At the time of this report, the patient was discharged from the hospital. Patient outcome was reported as "ongoing". Action taken with pd therapy was not reported.